Event description:
It was reported that the fiber stopped working after 20 minutes (no aim beam and not efficient). The procedure was completed using a second fiber. There were "no damages to the patient" reported

Manufacturer narrative:
Product evaluation: failure analysis for fiber s-llf200tg/ s-200-2382a: total length of the fiber was 11 ft 11½ inches; the connector was detached and returned; the proximal end of the fiber blue outer sheath exhibited signs of burn and white deposits; the proximal end of the glass fiber was blackened for the last 11 mm; the distal fiber tip was broken and extends 11 mm from the blue outer sheath; blue jacket along 4mm from distal end of the blue jacket exhibited black marks; the distal glass fiber tip exhibited signs of devitrification. Probable root causes: based on the product analysis results, the probable root cause of the failure is: excess bending.